Manufacturer narrative:
The device was received for evaluation. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant of a 26mm sapien ultra valve in aortic position by transaxially approach. During insertion of the commander delivery system and valve through the esheath, when the valve was at sheath tip the physician felt strong resistance. A strong push to bring the valve towards esheath tip was needed. It was observed the tip of sheath was damaged. The valve was implanted successful but after retrieving the sheath, the tip was observed to be torn. There were no withdrawal difficulties, and the delivery system was retrieved through the sheath. The patient did not suffer any injury and was noted as to be in good condition.

Manufacturer narrative:
The device was returned for evaluation. 16f esheath was received with dilator inserted. Esheath liner fully expanded as designed. Scratches on proximal part of hdpe. Distal tip was found torn. The reported event for the sheath distal tip torn and resistance with delivery system was confirmed. However, no manufacturing nonconformance was identified during evaluation. The failure mode is likely related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. A product risk assessment was previously initiated to document investigation and assess associated risks for the issue. The corrective/preventative investigation captures process improvement activities regarding tip expansion which were identified during previous investigation. Sheath distal tip tears resulting from improper tip expansion and interference between the valve and sheath tip during advancement of the delivery system has previously been documented. Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspections to the sheath shaft components and esheath final assemblies, visual inspection, and product verification testing on finished devices). Content was reviewed and these mitigations remain applicable to the manufacturing of the complaint device.